Event description:
Shortly after ablation treatment, pt began to decompensate. They were transferred to ICU post ablation. There, they became hypotensive and tachycardic. A stat echocardiogram showed a large pericardial effusion with right ventricular compression. Pericardial drainage was unsuccessful. Cardiothoracic surgery was emergently consulted. An emergent thoracotomy was performed. Large amount of blood was evacuated from the pericardial cavity. There was transient improvement in blood pressure; however their condition rapidly deteriorated and they became asystolic. Blood continued to drain from perforation. Resuscitation was unsuccessful and cardiac rhythm could not be re-established. The code was discontinued. The equipment used during the procedure was the biosense webster carto xp mapping system, including the stockert 70 rf generator (version 1.033).